Event description:
It was reported that the screw of the electrode was defected before implant. The lead was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andthe inner insulation of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Helix was able to be extended and retracted. But turns to retract helix was out of specification.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.